Event description:
Sensor inaccuracy: 8:29am g6 reading 89 mg/dl, finger stick reading 109 mg/dl. Activated on (B)(6) 2023, inserted (B)(6) 2023.

Event description:
Additional information received from reporter on 31-oct-2023, for mw5147667. Sensor error: don't remove sensor. Temporary issue. Wait up to 3 hours: 5:05am g6 reading 276, 5:10am g6 reading 245 before giving sensor error, finger stick reading at this time is 283. Sensor inaccuracy: 540am g6 reading 208, finger stick reading 280. 555am g6 reading 161, finger stick reading 249. Sensor error: don't remove sensor. Temporary issue. Wait up to 3 hours: occurred at 6:05am. Activated on (B)(6) 2023; inserted (B)(6) 2023.